Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(6). (B)(4). Device broke intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the head broke off of a 3.5mm cannulated screw while inserting it into a patella. The head was removed, while the screw shaft remained implanted. This caused a 20 minute surgical delay. There is 1 part in this complaint. Concomitant devices reported: screwdriver (part# unknown, lot# unknown, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient code (B)(4) not defined in previous mw: code (B)(4) used for: it was reported head broke off of the screw, the screw head was removed and the shaft remained embedded in the patient. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.